Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product code is hwc. (B)(4). The subject device is not considered to have been implanted since it reportedly broke during insertion and may not be able to serve its intended function. Only the screw shaft remains in the patient. The retrieved portion of the subject device (screw head) is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the hospital. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the humerus on (B)(6) 2016, while the screw was being manually inserted, the head of the screw broke off and was easily retrieved with no additional intervention. The head of the screw was discarded. An attempt to retrieve the shaft of the screw was not made and it remains in situ. There was no additional medical intervention or surgical delay reported. This report is 1 of 1 for (B)(4).